Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the insulin pump may have been exposed to moisture since she was at a cleaning job and the pump was exposed to sweat. Insulin pump will need to be replaced. Customer checked her blood glucose level on the phone and her blood glucose level was 120 mg/dl. No additional information provided.